Manufacturer narrative:
The insulin pump was received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm unexpected battery out limit alarm and unable to perform any tests due to buttons unresponsive. No ramping numbers noted on the display. The insulin pump was received with moisture damage on electronics and motor assembly, cracked battery tube thread, broken reservoir tube lip, stained address/serial number label, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump buttons were unresponsive after exposure to pool water. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer's parent also reported to have received a battery out limit alarm and no troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.